Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was discovered with scrap trapped in the seal of the pouch. The actual device was returned for evaluation. The manufacturing lot number was also provided for review. The DHR and analysis results were reviewed. All samples passed acceptance criteria. No non-conformance's were noted related to the reported issue. From the sample provided, the issue was confirmed for cut pieces of the product found in the seal. Per machine operations and setup instructions of the film/liner, the parts are placed onto a packaging line by a guide feed system. If not properly setup, it can lead to miss feeding or improper cutting of parts. Along with the guide there is a roller feed that guides the product placement so the seals and cuts can be properly placed. If this location is not set properly it can lead to miscuts leaving pieces of uncut dressing in the seal. Machine setup is manual that requires to be adjusted for each product. Therefore, the root cause is due to operator error and machine setup. Operations team has been notified of the reported problems along with manufacturing engineers. Additionally, the IFU which is received with the product, along with the pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a bioclusive pouch was discovered with a seal issue. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as complaint #(B)(4).